Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The first instrument handle would return to its initial position when the handle is actuated the first time. The first instrument could be cycled without pressing the green firing button. The grasping mechanism was fractured. Visual inspection of internal components of the second instrument revealed sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root causes of the observed secondary damages were misuse of the product. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transection of the sigmoid colon in a laparoscopic sigmoid colectomy, a component from the device handle was believed to have fallen off, but not in the patient cavity.the handle would not close or open the jaws of the reload, and the green button was locked in the engaged position. The reload was engaged and pre-fired and would not fire on tissue. No patient injury.